Event description:
On (B)(6) 2022, the patient underwent an emergent endovascular treatment of an imminent rupture of an infected aneurysm (saccular aneurysm) in the distal arch, whereby gore® tag® conformable thoracic stent graft with active control system (tgmr373715j) was implanted and 2-debranching was performed. On an unknown date (after initial procedure), CT showed rapid enlargement of the proximal neck diameter (enlargement of the infected aneurysm), which was accompanied by migration of the tgmr373715j to the distal direction, resulting in a proximal type I endoleak. On (B)(6) 2022, the patient underwent re-intervention. A gore® excluder® aaa contralateral leg endoprosthesis (plc161000j) was implanted from the brachiocephalic artery as a chimney device and an additional stent graft (tgm454515j) was implanted proximally to the tgmr373715j (from zone 0). A gutter leak was observed at angiography, so balloon touch-up including kissing balloon technique was performed. The gutter leak was found to had decreased considerably but by angiography but was still present, so the gutter was coil embolized. The gutter leak was confirmed to had decreased further, but still remained. The patient was to be monitored and the procedure was completed. The physician reportedly stated: I don't think the tgmr373715j was the cause of the aneurysm enlargement. Perhaps the infection caused the rapid enlargement to 37 mm or more, resulting in the migration of the device. The original plan was to perform tevar treatment to buy time and then perform total arch replacement once the hemodynamics had settled down, but due to poor pulmonary function, surgical intervention was not possible.

Manufacturer narrative:
"Other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.